Event description:
It was reported that a malfunction alarm occurred, that the pump touch screen was unresponsive, and that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer reverted to an alternate method of insulin therapy. Customers blood glucose level was 100 - 250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified; additionally, a malfunction 3 - 0x2095 issue was identified.